Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿a bd alaris syringe module detected the incorrect syringe type (20 ml vs 30 ml) in the programming of an intermittent medication, the error was identified before administration pm completed by internal clinical engineering team" .

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339).

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿a bd alaris syringe module detected the incorrect syringe type (20 ml vs 30 ml) in the programming of an intermittent medication, the error was identified before administration pm completed by internal clinical engineering team" the report initially indicated unspecified "serious injury", however in response to follow up the customer indicated "the selection of a serious injury which required intervention was a clerical error".